Event description:
It has been reported to philips that fluoroscopy failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy failed due to the short circuit of converter 1. Review of the system log file showed x-ray generator errors and warnings. The fse replaced the converter. After replacement of the converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.